Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Two days after implant, the patient went in for a checkup with her pump managing physician and the physician turned the pump off. The patient was in pain and didn¿t take any oral pills; the patient had no pain management. The patient went through withdrawal and ¿the whole thing¿. She went back in to the same physician two days after that and the physician didn¿t see that the pump was still off. The patient went to her surgeon for follow-up after the surgery. He discovered that the pump had been off for 8 days and he turned the pump back on. The surgeon asked the patient how she turned the pump off; the patient told him that she didn¿t have a clinician programmer and that the other physician was the only other physician that had touched the pump. The patient decided to keep the surgeon as her pump managing physician as the pump managing physician had ¿made so many errors¿. The device system was delivering morphine. Follow-up is being conducted to obtain additional information about the event. If additional information is received, a follow-up report will be sent.